Manufacturer narrative:
The unit was powered up and no audio tones were observed. The buzzer volume was checked and found to be at the maximum setting. The unit was disassembled. It was observed that a component was damaged. The main pcb was removed and replaced. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the units needs preventative maintenance. Upon triage on (B)(6) 2017 the service tech found that the unit had no audio.